Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this lead was an attempted implant. During the procedure, a pre-shaped steel wire was introduced into the hollow lumen of the lead. The wire penetrated the insulation layer and broke through the surface of the lead. Upon withdrawal, inspection of the lead body revealed small pores in the insulation. Considering concerns regarding the integrity of the insulation and conductor coil, the lead was replaced with a new one. The procedure was completed successfully. No adverse patient effects were reported. This lead has not been returned.